Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 28 jun 2021. Section h3. Device returned to manufacturer? Yes device evaluation: the intraocular lens (iol) was returned for evaluation. The device was returned inside plastic bag with other two dcb00 device and one loose lens. It is not known which of the three devices the lens belongs to. A visual inspection using magnification was performed to the returned sample show that the plunger and pushrod were observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material were found on cartridge. The cartridge tip was observed deformed. Even though, it is not known which of the three devices the lens belongs to, it was evaluated. The lens was observed with some marks and scratches related to the handling of the unit. One of the haptic was observe detached, the detached haptic piece was not returned. No damaged was observed to the other haptic. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported as rod stiff and haptic damaged was not verified. However, the complaint issue reported as cosmetic issues was verified. In addition, haptic detached was identified on sample returned. Based on the analysis of the return, there is no indication of product quality deficiency. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, not implanted. If explanted, give date: not applicable, not explanted. Telephone number: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was rigidity when pushing the plunger forward, the lens was scratched when it came out and bent and broken haptics. There was no patient contact. Through follow up we learned that the plunger did not push the lens correctly due to the rigidity, product will be available for evaluation. No other information was provided.